Event description:
Proliferative vitreal retinopathy with peripheral vitreous, bands; miragel sponge with orbital pain and restriction of motion with diplopia. On 11-23-98, parsplana vitrectomy with membrane peeling. Removal of scleral explant from right eye, miragel.